Event description:
It was reported the za9003 intraocular lens (iol) was fully inserted into the patient's ocular dexter (right eye). The iol was removed due to an increase in aqueous pressure and pushed forward and did not allow for original lens to be placed in the correct position in the bag. Since lens was not in a good position it needed to be removed and was replaced with a sulcus lens, diopter size unknown. Iol is not available for return as it was discarded. Patient outcome post-procedure was reported as recovered. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown/asked information unavailable. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - impact code: 4631 iol removal and replacement attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.